Event description:
Philips received a complaint by the customer on the v60 indicating that the device got a vent inop 1009 alarm pressure regulation high message on screen, unit gave continuous alarm and no external alarm system was in use, rt removed unit from patient without further incident and no patient harm reported, but a delay was noted. The customer is requesting onsite service for repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed error 1009 in the logs. Ran device for 1.5 hour with same mode/settings and the error did not return. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.